Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an un-specified procedure, the 3.5 x 18 mm xience xpedition stent delivery system (sds) was advanced to the lesion, and inflated one time to deploy the stent. The stent was successfully deployed; however, it was noted that the sds balloon was difficult to deflate and deflation took a long time. The balloon was finally deflated, but had a poor refold. During removal of the sds, resistance was noted with the guiding catheter. No additional device was required, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation issue was unable to be confirmed; however, the balloon refold issue was able to be confirmed. The difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for deflation issue, difficult to remove, or balloon refold issues from this lot. Based on the reviewed information, no product deficiency was identified.